Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty positioning and removing the sds over the guide wire, causing resistance between the two devices may be due to factors including, but not limited to, manufacturing, mishandling, patient anatomy, advancement technique, product size selection, handling, kinks/bends, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, blood and/or contrast build up, or damage to the distal shaft of the stent delivery system (sds). Although the sds was not returned for analysis and may have aided the investigation, there was no report of any damage noted to the catheter prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additionally, the lesion was moderately tortuous, moderately calcified and 75% stenosed, which may have contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported difficulties cannot be determined. All stent delivery systems are visually inspected and checked for proper guide wire movement online during the manufacturing process.

Event description:
It was reported that during a procedure of the moderately tortuosity, moderately calcified, 75% stenosed right coronary artery (rca); after pre-dilatation of the lesion, the 3.0 x 28 mm xience v stent delivery system (sds) was advanced over a non-abbott guide wire, but met resistance with the guide wire. The sds did not advance and exit the guide catheter. The sds was withdrawn from the anatomy with slight resistance noted. The guide wire was wiped down and the same xience v sds was attempted to be advance a second time in the anatomy but resistance persisted. A second guide wire was inserted and the xience v was advanced over the guide wire using a parallel wire technique without success. It was noted that the stent strut became flared but not known when it occurred. A different 3.0 x 28 mm xience v sds was advanced and no further issue was noted. There was no significant delay in the procedure reported and there was no reported adverse patient effect. No additional information was provided.